Event description:
It was reported by the subsidiary service center that the oxygen (o2) sensor did not fit into the connector. This is considered an "out of box" failure. There was no end-user nor patient involvement.

Manufacturer narrative:
Per the laboratory evaluation, the technician observed an internal obstruction in the o2 sensor that kept the epgs connector from fully inserting into the o2 sensor.